Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2015, there were 6283 ventricular sic ventricular tachycardia (vt) non-sustained (ns), high rate-ns, and ventricular oversensing-noise detected episodes with lead noise oversensing. On (B)(6) 2015, the rv pacing impedance spiked to >3000 ohms up from a trend in the 500-800 ohm range and the rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sic >= 30 in 3 days. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of sensing integrity counter (sic) and high rv pacing impedance. It was noted the physician opened the pocket and verified a fracture of the lead near the connector. The rv lead was attempted to be extracted, but it was decided to extract the lead in a cardiac surgery rooms a few days following. The rv lead is no longer in use. No patient complications have been reported as a result of this event.